Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge leaked insulin from the canister. The customer's blood glucose level ranged from 324-325 mg/dl. Customer changed the cartridge to resolve the issue.